Event description:
It was reported that the patient had a large number of sensing integrity counts with noise seen on many non-sustained tachycardia episodes. Isometrics were performed. When the patient's arm was lifted, the lead showed loss of capture and failure to sense. The lead remains in use, but a replacement is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.